Manufacturer narrative:
Novocure medical opinion is that the contribution of optune gio therapy to the headache cannot be ruled out. Headache is an expected event with optune gio device use (ef-11 16% and 28% ef-14 optune arm). Headache is also an expected symptom of disease in gbm.

Event description:
A 42-year-old female with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On may 27, 2026, novocure received a medical record dated (B)(6) 2026, reporting that the patient experienced mild headaches that were resolved when not using the optune gio device. During a follow-up visit on (B)(6) 2026, the patient reported taking acetaminophen several times per day, alternating with ibuprofen, for headaches that she attributed to continuous optune gio use. The physician subsequently prescribed butalbital/acetaminophen/caffeine 50 mg/325 mg/40 mg to manage the headaches and reduce the patient's acetaminophen intake. Multiple attempts were made to contact the prescribing physician; however, no reply was received.